Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.

Event description:
It was reported that the left ventricular lead dislodged. The patient was not symptomatic. The device was programmed to right ventricular pacing only. The lead was explanted and replaced without issue. The patient¿s condition was stable prior, during and post procedure and would continue to be monitored.